Event description:
Following an implantable neurostimulator (ins) replacement, impedance readings on electrodes 1 and 2 were 50 and 124 ohms in the or (operating room). No add'l info was provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.